Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After evaluation, the cse replaced the peripump cassettes and wash probes. The cse also verified proper cuvette formation and ultrasonics for all probes. The cause of the discordant ctni results is unknown. The cse successfully ran two system checks. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely elevated results for cardiac troponin I (ctni) were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant ctni patient sample obtained on (B)(6) 2014 was not reported to the physician(s). The discordant ctni patient sample obtained on (B)(6) 2014 was reported to the physician(s), who treated the patient with a heparin drip in response to the falsely elevated ctni result. Both patient samples were repeated two times on an alternate system, that resulted lower. The second repeat result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant ctni results.